Event description:
As reported by the user facility: it was reported that the blood tubing leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photographs depicting the site of leakage and three (3) photographs depicting the packaging were provided for evaluation. Visual examination of the photo noted that site leakage on the backcheck valve. It is difficult to determine the exact location of the leakage on backcheck valve due to the lack of physical samples and blood covering the site in the photograph. Although conditions of the photograph make it difficult to determine the site of leakage the reported defect of leakage can be confirmed coming from backcheck valve. While an exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from the excessive force being placed on the valve during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.